Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) manufacturer's reference #: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® bi-directional navigation catheter and during the procedure the catheter¿s shaft broke. Catheter replacement was used to complete the procedure without patient consequence. Upon received the catheter was visually inspected and it was found: ¿ the catheter presents some broken shafts damages at 82 cm, 90 cm, 94 cm and 115 cm approx. From the tip. In all damages, internal components are exposed. ¿ reddish material was found in the shaft damages. As well the catheter was opened and reddish material was observed in the internal cavity of the catheter. ¿ the catheter could not be introduced trough a guiding sheath, due the damages observed. In addition, a corrective action has been opened to address and resolve this broken shaft issues. Per the visual finding the catheter was tested for electrical performance and pass specifications. It means the catheter was properly insulated. Also the catheter was sent to ft-ir analysis to determinate the root cause of the failure. Results reveled that roughened area was caused by the braid wire contained in between the inner and outer layer that conform the body of the catheter; in addition it was also noticed an unusual small thickness of the layers. Also dsc (differential scanning calorimetry) analysis was performed no difference between a good catheter and a bad catheter was observed after exposing the samples to high temperatures. Per the investigation it can be concluded that the most probable cause of this condition could be related to the thicker wall identified in the shaft that could be generated at extrusion process, condition which during use could cause a rupture in the braiding and its eventual exposure. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint has been confirmed.

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® bi-directional navigation catheter and during the procedure the catheter¿s shaft broke. Catheter replacement was used to complete the procedure without patient consequence. Additional investigation was performed to clarify the event and it was informed that there was no more information available. This event is being reported because catheter integrity is not maintained and internal components are exposed to patient.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17194360m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
After an internal review, the evaluation summary has been corrected. (B)(4). It was reported that a patient underwent a pulmonary vein isolation procedure with a thermocool® smarttouch® bi-directional navigation catheter and during the procedure the catheter¿s shaft broke. Catheter replacement was used to complete the procedure without patient consequence. Upon receipt, the device was visually inspected and shaft was found damaged and twisted causing the catheter to be broken and with braid exposed in some areas. Different analytical techniques as fourier transform infrared spectroscopy (ft-ir), differential scanning calorimetry (dsc), and tg were carried out to determine the root cause of the failure. However, the results could not conclude any additional factors to the previously mentioned on the event reported by the customer. Per the visual finding the catheter was tested for electrical performance and passed specifications. It means the catheter was properly insulated. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified. However, the root cause remains unknown. An internal corrective action has been opened to investigate the broken shaft conditions.